Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of docetaxel, at an unspecified rate, for a duration of 1 hour. It was reported that 10 minutes after the delivery was started, an unspecified volume of solution sprayed on to the floor from the distal end of the clave y-site of the tubing set. The volume of solution that leaked was described as substantial. The tubing set and the solution container were replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. The customer contact reported that there was a delay in treatment to have the medication remade; however, there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided is the international event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.